Event description:
Caller stated that medical attention was sought on (B)(6) 2025 around 3:15pm at home. Caller stated that the end-user tested her blood glucose with her prodigy meter and received a result of 458mg/dl. A normal result for that time of day is usually around 80-110mg/dl. Caller stated that the end-user was feeling confused, sweating, and dizzy. Paramedics were called two minutes after testing. Caller stated that the end-user had eaten lunch three hours prior to testing. Caller stated that there was no food drink or medications consumed while waiting for paramedics. Caller stated that the paramedics arrived within 10 minutes. Caller stated that the paramedics tested the end-user with their meter and received a result of 35mg/dl. No additional tests were performed with the prodigy meter. Caller stated that the paramedics treated the end-user with a dextrose IV. Caller stated that the paramedics transported the end-user to upstate (B)(6) hospital located (B)(6). Caller stated that the end-users blood glucose when she arrived at the hospital was 51mg/dl. Caller stated that the end-user given dextrose at the hospital along with lab work and a urine sample. Caller stated that the end-user was at the hospital for seven hours and her blood glucose was 177mg/dl when discharged. No additional information has been provided.

Manufacturer narrative:
After okb reviewed the device history record (DHR) of the suspected meter (serial no. (B)(6) and test strips (lot no. D240718c-4), no nonconformance was found or recorded in the document (B)(4). The suspected meter, which had been shipped to pdc on 2019-06-17, was used to re-examine its settings and all functions. No malfunction was observed in either meter. The standby current (8.0 a) of the suspected meter met the acceptance criterion (< 55 a). The suspected test strips, with a 2-year shelf life, were manufactured on 2024-07-18. They were re-tested using valid control solutions (level low: batch no. 3ah1a06, exp. 2026-02-28; level high: batch no. 4ah3a23, exp. 2026-07-31). The gcs test results (level low: 56/55; level high: 233/236) met the acceptance criteria (level low: 40-85; level high: 230-340). As stated above, no nonconformance or malfunction of the suspected items was found. The root cause of the complaint could not be verified due to insufficient information. Therefore, the complaint will be closed if no further action or information is provided by the user.